Event description:
It was reported that multiple cartridge change errors occurred. Attempts to rectify the issue with a second cartridge were unsuccessful, as the same error persisted. There was no information on any adverse impact to the customer's blood glucose level. The customer was expected to return the device for further analysis, and arrangements were made for sending a replacement pump.